Manufacturer narrative:
This report is filed on june 17, 2019.

Manufacturer narrative:
This report is submitted on may 22, 2019.

Event description:
Per the clinic, the device was explanted on (B)(6) 2018 due to the patient feeling no benefit from the device. It is unknown if the patient was re-implanted with another device.